Event description:
Written report received from baxter for a "no flow-delivery stopped after 12 hours on pt". Contents of device reported as 5fu 6.000mg in d5w for a total fill volume of 245ml. Report indicates that filter was not used when compounding drugs. Report states "no medical intervention required."